Event description:
During the beginning of hemodialysis treatment thepatient was in stable condition. Uf goal:3500: qb 391: qd 500. Access type: bard percath 23 cm. Dialysis initiated at 0810: at 0911 pt was assessed by nurse to be alert and well orientated. Blue pad under pt central line was straightened at this time. Approx. 0917 machine's arterial pressure alarmed. Nurse responded and noted pool of blood on the floor and the arterial line disconnected from pt's access. Pt assessment "color ashen, fixed stare, faint response to name". The pt was placed in trendelenburg and dialysis was discontinued. Pt was not transfused as there was air in extracorporeal circuit. 911 was called for transfer to hospital. At 0920 pt bp was 75/56, pulse 84, ebl 250-300ml. The nephrologist in the unit assessed the patient before the patient was transported to the local hospital emergency for further assessment. The bloodline packaging was discarded so it is unclear as to which lot was involved in the incident. However, the reporting facility has discovered 2 potential lots which may have been involved (5br947 or 5br953). The sample is available for evaluation.